Event description:
It was reported that during a transcatheter aortic valve replacement procedure, an atrio-ventricular (av) block temporarily occurred following the pre-implant balloon aortic valvuloplasty with a 20 mm non-medtronic balloon. During the first deployment attempt, the valve dislodged. The same issue occurred on the second deployment attempt. Upon the third attempt, the pacing rate was set to 160, and the valve was deployed at a depth of 2 mm on the non-coronary cusp. Following deployment, an av block occurred when the pacing rate was decreased. Subsequently, the temporary pacemaker was left in place following the procedure.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012280004); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that complete heart block was observed, and a permanent pacemaker was implanted 1 day following implant. The deployment starting point was at the bottom of the pigtail catheter, and the direction of dislodgement was aortic. After valve dislodgement the implant depth on the non-coronary cusp (ncc) was 2 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. A non-medtronic guidewire was used during the procedure.